Event description:
Related manufacturer reference number: 2017865-2022-45314. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited ventricular sensing and failure to capture, while the right ventricular - rv lead exhibited unsatisfactory capture threshold. Upon chest x-ray imaging, both the rv and atrial leads were found to be dislodged. The rv and atrial leads were explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture and far r oversensing were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and applying torque to the connector pin, the helix could be extended and retracted. Electrical, visual, and x-ray examination did not find any anomalies except for procedural damage.